Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this pacemaker and leads from another manufacturer this patient was asystolic. The system was successfully implanted. No additional adverse patient effects were reported.